Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image displayed between the integration system and room camera high-definition multimedia interface port of the surgical microscope, which did not populate during inspection for use involving an olympus system integration. There was no patient injury reported.